Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the physician programmer¿s screen went blank when the healthcare professional (hcp) was updating the pump. The hcp hadn¿t seen that the batteries were low, but decided to change them. Upon re-interrogation, it was found that the personal therapy manager (ptm) settings had been cleared and the pump had gone into stopped pump mode. It was also reported that the patient was getting denied boluses when she felt that she shouldn¿t. The settings were for 3 boluses per day and per 24-hour period. It was stated that the patient had got boluses that day at 1:37 am, 5:22 am, and 9:37 am. The device was delivering morphine, bupivacaine, fentanyl, and baclofen. Two days later, it was reported that the patient was getting different intervals of bolus lock-outs. Sometimes she would be able to get a bolus after seven hours and other times nine hours. It was stated that the patient would call her physician to discuss the patient-activated dose settings. It was noted that not being able to request a bolus had ruined her night of sleep.